Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The machine is not an implantable device. Section d6b - explant date: not applicable. The machine is not an implantable device; therefore, not explanted. Section e1 telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that on the morning of the event, during a complicated cataract surgery. The machine settings were not configured properly, which resulted in the inability to place a one-piece implant following a capsular rupture. This required an enlargement of the incision, an anterior vitrectomy, and the placement of a three-piece lens . Through additional information we learnt that the settings require tuning / optimization as the surgeon does not feel comfortable when using the phaco for complicated surgery. No further information was provided.